Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that no more stimulation was felt by the patient. There was nothing particular stated for cause. The implanted neurostimulator (ins) was interrogated and high impedances on 6 leads were found. Except 2 were normal. The exact same thing occurred to this patient a year ago and the lead was changed (medtronic was not aware of that). This new lead was having the same problem. Changing of the program was done but the pain area was not covered anymore. The issue has not been resolved. Additional information was received. It was confirmed that the previous event date was reported in error, this event re-occurred in (B)(6) 2025. Impedance measurements were asked for to the hcp, currently not known. Cause was not confirmed. To resolve, they changed the program to the two other leads with normal impedances. A surgery is possibly planned to put in a surgical lead; the rep does not have the date yet.

Manufacturer narrative:
G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.